Event description:
It was reported that the device lost power and failed to turn back on during a patient use. The device was used for monitoring purposes and the reported incident had no adverse effects on the patient. There were no further details on the event and/or the patient provided.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported intermittent failure. Physio replaced two usb cables and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed usb cables at the failure analysis center and verified the reported power loss failure when the cable was flexed at the base of the strain relief on the serial port. The cause of the failure was determined to be an internal short of the cables.